Manufacturer narrative:
It was reported that the ventilator alarmed for continuous high o2 concentration alarm. Our field service engineer investigated the ventilator, the reported issue could not be reproduced. No parts were replaced and the unit is in working condition. Since no parts were replaced and returned for investigation, the root cause of the reported issue could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator was generating continuous high o2 alarms but the logs from the ventilator also contain high pressure alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).